Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine the previous night, during drain 4/7 of automated peritoneal dialysis therapy. Per initial report, the home patient had transfer set disconnected from the patient line of the homechoice set during drain 4/7. The home patient reconnected to the setup and started a new therapy session using the same supplies. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.